Event description:
On (B)(6) 2014 the customer reported their sales representative recently notified them that the patient's ventricular lead was capped due to diaphragmatic pacing and high thresholds. No subsequent device or clinical adverse events have been reported. The lead was actively implanted for approximately 13 years.

Manufacturer narrative:
The lead was capped, therefore, it wil l not be returned for analysis. As a result, the allegations against this lead cannot be confirmed. No subsequent device or clinical adverse events have been reported. Threshold elevation is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The event will be re-evaluated if additional information becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.